Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for bowel dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient's electrodes broke a while ago in (B)(6) 2015 and the patient had an implantable neurostimulator replacement on (B)(6) 2016.